Event description:
Event description cpi received information that approximately six weeks post-implant, this implantable pulse generator (ipg) reported a loss of ventricular capture and a bipolar impedance of less than 100 ohms. An invasive procedure revealed normal lead impedances when checked with a pacing system analyzer (psa). Prior to lead removal, the physician noted fluid in the header, as well as on and through the seal plug and around the set screw. A new device was implanted on the chronic lead.